Manufacturer narrative:
This MDR is being filed beyond the 30 day reporting timeline.

Event description:
It was reported that the ventilator failed the leak test, it would not trigger breaths, and the turbine was not working. The reported problem was found during bench testing and was not connected to a patient.